Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported malfunction that pauses insulin delivery. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that patient's bg (blood glucose) levels reached 461 mg/dl while wearing the pod. Patient reported they programmed a correction bolus of 9 units and noticed their bg was rapidly declining. After patient received 5 units of the programmed 9 unit correction bolus, his bg was 130 mg/dl. The patient reported that they suspended insulin at that time, but the pod continued to deliver insulin.